Event description:
It was reported that while in the cardiac care unit, the intra-aortic balloon (iab) was inserted. Twenty-four hours later, the hub near the a-line was found leaking. As a result, the iab was removed and replaced. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is fine. Reference MDR #1219856-2011-00315 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.